Event description:
The hcp reported that pt was experiencing increased back pain. An MRI was done that showed "fibrin and mass at catheter tip". The pt was told that catheter replacement was necessary and is deciding if the pump should be placed at the same time.